Manufacturer narrative:
Review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The cause of infection could not be determined.

Event description:
It was reported that the patient was septic and the origin of the infection was unknown. The system was explanted. The patient was stable.